Event description:
It was reported that this patient's rhythm was under-sensed, causing shock delivery on the t-wave. This induced a tachyarrhythmia and the patient required external conversion therapy. It was stated that the patient was hospitalized. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and in-service.

Event description:
It was reported that this patient's rhythm was under-sensed, causing shock delivery on the t-wave. This induced a tachyarrhythmia and the patient required external conversion therapy. It was stated that the patient was hospitalized and subsequently discharged. At this time, the device remains implanted and in-service. It was stated that the patient is stable with no additional adverse effects.